Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient obtained a blood glucose reading using expired test strips resulting in a potentially false result. Patient injected insulin based on that potentially false result. Patient could hardly talk and his left leg gave out. Patient was diagnosed as having had a stroke. Patient was hospitalized for two days. He was given metformin while in the hospital. The test strips were requested to be returned for product evaluation.